Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j sales representative. Investigation flow: damage. Visual inspection: the shaft for trephine attachments (part # 03.111.030/ lot # l967574) was received at us cq. The visual inspection of the received device indicated that the distal prongs of the device were broken off. No fragments were returned. The received condition was consistent with the complaint condition thus the complaint was confirmed. Device failure/defect identified? Yes. The distal prongs broken off. Dimensional analysis was not performed as relevant parts/features were not returned and due to post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revision). Conclusion: the overall complaint was confirmed for the received shaft for trephine attachments as the prongs at the distal end were broken. Although no definitive root-cause can be determined its possible the device encountered unexpected forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot, part: 03.111.030, lot: l967574. Manufacturing site: (B)(4). Release to warehouse date: july 24, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, item was given by sterile processing department staff with the tabs broken off trephine. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) shaft for trephine attachments. This report is 1 of 1 (B)(4).